Manufacturer narrative:
The subject device was evaluated. Device evaluation and inspection found ceramic head (insulation beak) was damaged. Based on the results of the investigation, the reported issue was confirmed. A definitive root cause of the insulation beak failure could not be determined. The most likely cause could be due to impact, dropping, shock or stress. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the device ceramic head was broken. The issue was found during service maintenance. There was no patient involvement in this reported event.